Manufacturer narrative:
Additional information: h6: the quality investigation is complete. D4: added lot number. D4: full UDI added.

Event description:
It was reported that during a procedure, the e-sep pencil activated once it was plugged in, without the surgeon hitting the activation hand switch on the safeair handpiece. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully. Event 1 of 2 reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation of product return.

Event description:
It was reported that during a procedure, the e-sep pencil activated once it was plugged in, without the surgeon hitting the activation hand switch on the safeair handpiece. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.event 1 of 2 reported.